Manufacturer narrative:
This event was a confirmed overfill, not attributed device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue was overfill. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. "1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reseroir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen." A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started normothermia at 8am with patient temperature (pt) 35.3c, targeted temperature (tt) was 37.5c rate 0.2c/hr. Arctic sun device appears to be cooling patient instead, patient temperature (pt) was currently 34.8c, water temperature (wt) was 29.5c, water flow rate (wfr) was 3.1 l/m. Patient rewarming in normothermia, outlet monitor temperature (t1) was 29.3c, outlet control temperature (t2) was 29.4c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 4.3, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7psi, mixing pump command (mpc) was 0, heater command (hc) was 12, water reservoir level (wrl) was 5, system hours were 2743.6, pump hours were 1977. Walked through draining 16 ounces of water from right drain port. Called back 30 minutes later and water temperature (wt) was 28.9c, patient temperature (pt) was 34.6c. Discussed medications and addition of bair huggers or warm blankets to assist with patient temperature (pt) drop. Per follow up information received via phone on 03jan2025, spoke with charge nurse, who confirmed no further issues after water drained from the device. Water temperature increased and patient completed therapy. Confirmed overfill. Device has remained in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started normothermia at 8am with patient temperature (pt) 35.3c, targeted temperature (tt) was 37.5c rate 0.2c/hr. Arctic sun device appears to be cooling patient instead, patient temperature (pt) was currently 34.8c, water temperature (wt) was 29.5c, water flow rate (wfr) was 3.1 l/m. Patient rewarming in normothermia, outlet monitor temperature (t1) was 29.3c, outlet control temperature (t2) was 29.4c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 4.3, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7psi, mixing pump command (mpc) was 0, heater command (hc) was 12, water reservoir level (wrl) was 5, system hours were 2743.6, pump hours were 1977. Walked through draining 16 ounces of water from right drain port. Called back 30 minutes later and water temperature (wt) was 28.9c, patient temperature (pt) was 34.6c. Discussed medications and addition of bair huggers or warm blankets to assist with patient temperature (pt) drop.